Manufacturer narrative:
Device analysis: the oad was returned without the original guide wire. The initial visual and tactile examination of the handle assembly saline sheath and driveshaft did not reveal any damage. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and on the crown. Examination in the area of adhered material did not reveal any damage that would have contributed to the accumulation. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. An in-house 0.012" wire was loaded through the handle assembly. When tested, the oad spun at low speed and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities or unusual sounds observed. The device history record for this oad lot number and the material inspection report for the viperwire guide wire lot number have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire could not be determined. The original guide wire was not returned for analysis. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. There were two target lesions located in the right coronary artery (rca). The physician used a bmw guide wire to access the lesions. The bmw guide wire was exchanged for the csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed three runs at low speed, but during the final run, the crown appeared to jump through the lesion and contacted the distal tip of the viperwire guide wire. At this point, the physician removed the oad and when removing the guide wire, discovered that the tip had broken off and remained in the patient. The physician deployed a stent across the lesion and then attempted to retrieve the tip of the guide wire, but was unsuccessful. The patient was brought back two days later at the tip of the wire was successfully removed from the patient.